Event description:
It was reported that device entrapment occurred. The patient presented with coronary artery disease. The 90% stenosed target lesion was located in the left anterior descending artery. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the device became stuck on the non-boston scientific guidewire. Attempts were made to flush the stent and guidewire, but the device still failed to advance. The stent and guidewire were removed intact and as a unit. The target lesion was rewired, and another 3.50 x 20mm synergy xd drug-eluting stent was used to complete the procedure. No patient complications were reported.